Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons of aseptic loosening.

Manufacturer narrative:
The reported event could be confirmed, since the device was not returned for evaluation and but with available radiographs alleged event could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. With the available CT scans a formal medical opinion was sought: in accordance with the clinical information given the loosening and a little subsidence of the tibial component is likely. There is radiolucence and smaller cysts visible adjacent to the component. The talar component also shows some radiolucence and little cysts, but loosening or migration cannot be assessed clearly. The underlying cause may be poor bone substance and therefore a patient related factor. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the formal medical opinion root cause can most likely attributed to patient related due to poor bone substance. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons of aseptic loosening.